Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While inspecting the device, a notable bend was discovered and causing the reported leakage to occur. Consequently, air was also able to enter the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus ultrasonic probe had an oil leak noted at the insertion tube during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed without any delays or patient harm by using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely a hole was drilled in the probe tip (sheath) and leakage of the ultrasonic medium occurred. Additionally, it¿s likely the ultrasonic probe was damaged with dents which was caused by pushing and pulling with the product driven while the insertion part curved or hit the tip of the insertion. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.